Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was high threshold. The atrial lead was repositioned once and developed high thresholds overnight. The lead was explanted and replaced. No patient complications have been reported as a result of this event.